Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter. During the procedure, the physician completed two passes using the catrx and guide catheter. While inserting the catrx into the guide catheter for a third pass, the physician experienced resistance and suspected that the catrx kinked. Therefore, the physician decided to remove the catrx. Upon removal of the catrx, it was noticed that the distal end of the catrx had broken off within the guide catheter. Therefore, the guide catheter containing the broken distal end of the catrx was removed. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.